Manufacturer narrative:
(B)(4). The insulin pump received error during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error. Motor tested outside the pump and received pump error at rewind.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Troubleshooting was done for insulin pump error alarm. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.